Event description:
There is a potential error when utilizing bd alaris pumps for penicillin g infusion for pediatric patients utilizing the syringe module. The current alaris build only allows for 5 characters to be entered into the dose field, but often doses require 6 characters. This results in institutions creating work arounds, such as clinical alerts indicating 1 unit= 1000 units, converting units to mg or ml, utilizing basic infusion without guardrails, and/or not utilizing interoperability features of the pump and emr. Reviewing what institutions are doing in practice, there is no standard, and the manufacturer (bo) has not provided any update as to if there is an anticipated change or update to the modules. As of current, bd indicates that penicillin g is not compatible with the pump and provides no guidance on how to proceed. The pump is also limited by not providing million units / kg or ml/kg as a dosing unit. Ismp, (B)(6).